Event description:
IV catheter bent, possible needle punching catheter. Tried to start IV, inserted/started to advance, but it would not advance. Pulled out and saw catheter was bent. Upon looking at the bent catheter, thought I saw a hole in the catheter where needle advanced out. This is the 2nd rn this has ocurred with. Also, these are the same angios that dr is complaining about kinking when statlocks are applied.